Event description:
It was reported that the patient rhythm was showing atrial sensing (as), followed by ventricular sensing (vs) at 120 beats per minute (bpm). The caller inquired about a way to force the device to mode switch. The patient has had ablation in the past. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.